Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced a low blood glucose (bg) level ranging from 30 mg/dl to 70 mg/dl. The user attributes the low bg level partially to physical activity. Reportedly, the user fell and broke their wrist. The user addressed bg level by eating glucose tablets/carbohydrates as well as reducing the temporary basal rate.